Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event no image was due to a faulty charged coupled device (ccd) and found a leak under the face plate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head showed no image, a leak was detected under the faceplate and a faulty charged coupled device (ccd). There was no patient involvement.